Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unspecified inflammation. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin for the event. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. No additional information could be provided because the reporter declined follow-up.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unspecified inflammation. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin for the event. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. No additional information could be provided because the reporter declined follow-up.